Event description:
Noise was present on this lead which lead to inappropriate sensing and high thresholds. Atrial pacing polarity or pacing mode reprogrammed due to suspected lead failure. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).